Event description:
This case was reported by a lawyer and described the occurrence of neuropathy in an (B)(6), female, pt, who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect medication included fixodent. In 1985, the pt used super poligrip at an unk dosing. At an unk time after using super poligrip, the pt experienced neuropathy. This case was assessed as medically serious by gks. Treatment with super poligrip was discontinued. At the time of reporting, the event was unresolved. The pt received dentures approximately 27 years ago (1985) and has used super poligrip and fixodent. The pt ceased the use of fixodent and super poligrip in or about 2009, after she was diagnosed with neuropathy, attributed to excess zinc and resulting copper depletion, attributable to super poligrip and fixodent. The pt "suffered severe and permanent physical injuries, including but not limited to profound and permanent neurological injuries." It was further reported the pt's "injuries and damages are permanent and will continue into the future."

Manufacturer narrative:
The MFR¿s report number for this case is 9681138-2012-00074. Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).